Manufacturer narrative:
(B)(4). Analysis was normal. No anomaly was found. The damage found was sustained during the surgical procedure. A lead tip stiffness was performed and the lead was found to be within specification. (B)(4).

Event description:
It was reported that the lead was explanted and replaced due to lead dislodgement and perforation. No further information available.